Manufacturer narrative:
It was confirmed by a representative at the poison control center that the patient is doing fine. The representative refused to provide further details on the incident; however, it was stated that the incident was due to a mistake made by the dentist. No product was returned and no lot number was identified; therefore, no further investigation is possible.

Event description:
On (B)(6) 2011, it was alleged by the poison control center in (B)(6) that a patient experienced acute poisoning during a procedure in which optibond solo plus was used.